Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by corrosion in the electrical contacts of the scope connector. Corrosion has also been confirmed in areas other than electrical contacts, so it is possible that the cause of corrosion is insufficient drying after reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service was unable to reproduce the customer¿s reported error codes e315 and e117. Service found stains on the objective lens and dirt on the lighting lens that was difficult to remove. There was cloudiness observed in the image displayed. The bending angulation was lacking due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The bending tube was deformed. The curved rubber adhesive was missing (chipped). The scope connector demonstrated fluid ingress, and the contact part had discoloration. The air/water cylinders demonstrated corrosion and the control section had discoloration. Scratches were observed on the insertion tube, insertion tube boot, tip cover, switch #1, switch box, scope connector, scope connector cover, control section, adjustment ring, control section cover, the up/down knob, the up/down angle lock, the right/left knob, right/left angle lock, control grip, the universal cord, and the operating side of the universal cord. The suction cylinder was scraped. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, error code e315 (scope error) appeared, and error e117 (optical life error) would appear occasionally. Another similar device was used to complete the procedure, with no delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed an air supply failure and drainage failure, due to clogging of the nozzle with foreign material. This report is being submitted for the scope error code e315, and the foreign material.